Event description:
Olympus was informed that during a therapeutic laparoscopic steralization procedure at an unknown date using an olympus esg-400 electrosurgical generator, the storz grasping forceps smoked and crackled and developed heat in the insulated part. As a result, a fragment of the insulation material broke. However, it was confirmed that no fragment fell into the patient but the procedure was delayed for about 15 minutes since the forceps had to be replaced. There was no report about an adverse event or patient injury and also no report about any device malfunction of the esg- 400 electrosurgical generator.

Manufacturer narrative:
Additional information: b5 - describe event or problem. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation. Instead a field service technician (fst) checked the device on site on 2022/10/10. The fst confirmed that the hf-generator is in standard condition. Furthermore, there were no reports of any malfunction of the hf generator. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic steralization procedure at an unknown date using an olympus esg-400 electrosurgical generator, the storz grasping forceps smoked and crackled and developed heat in the insulated part. As a result, a fragment of the insulation material broke off, while the surrounding material blackened. It is unclear whether or not a fragment fell into the patient and if so, whether or not it could be retrieved. However, there was no report about an adverse event or patient injury and also no report about any device malfunction of the esg- 400 electrosurgical generator.